Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. It was noted the helix was bent/distorted.

Event description:
It was reported that during the implant procedure, the partially extended helix snagged in a intra-ventricular structure and uncoiled. The lead was damaged at implant. The device was not implanted. No patient complications have been reported as a result of this event.